Event description:
The flex video scope was returned to olympus for evaluation of a reported leakage from the switch and the objective lens has a crack or scratch that were found during reprocessing. Inspection and testing of the returned device found the forceps channel port is shaved and found dirty bending section cover and dirty light guide coverglass. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device has been returned to the olympus repair center for evaluation. The customer's reported problem of objective lens cracking / scratch was not able to be duplicated, however, the problem of leakage from the switch was able to be confirmed. The evaluation found that due to deformation of switch 1, water tightness was lost causing the customers reported issue. The evaluation also found that the forceps channel port was shaved. Dirty rubber and light guide (lg) cover glass were found. The inspection also noted (non-reportable) scratches were found on the connecting tube, grip, s-cover, ud plate, control unit, s-connector and the universal cord. In addition it was found that due to wear of angle wire, bending angle in up/down direction does not meet the standard value. Corrosion of the lg glass and a dent at the distal end of the insertion tube was also found during the device evaluation. This investigation is ongoing, follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the event occurred due to physical stress applied to channel port while the user was handling the device, which caused the damage. Based on the results of the investigation for phenomenon two, it is likely that the foreign material was not eliminated because reprocessing was not conducted properly. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.